Event description:
It was reported that the patient was found dead in a nursing home. The data was downloaded from the controller. An autopsy was to be performed. The log files contained normal data until a low battery advisory occurred on (B)(6) 2023 at 0052. A low battery hazard was recorded at 0248 which was followed by a no external power event at 0302 that triggered the emergency backup battery. At 0302, power save mode reduced the actual speed from 9200 rotations per minute (rpm) to the low speed limit of 8800rpm to conserve power. At 0452 the last good timestamp with the ebb operating the system was recorded. The next timestamp was (B)(6) 2001 at 0100 that indicated the controller lost all power with the ebb completely drained and both the pump and the controller stopped operating. Due to the controller clock defaulting to (B)(6) 2001 the duration of time the pump was off could not be determined. Also at (B)(6) 2001 at 0100, charged batteries were connected and the pump returned to operate at the set speed and the log file ends with the driveline being disconnected. The submitted log file began (B)(6)2023 and showed that the patient never connected to either the mobile power unit (mpu) or the power module which indicated that the patient was sleeping on battery power which is not recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the driveline was not disconnected when the patient was found dead. The death was considered to be device related and the device reportedly operated as expected until the batteries were dead.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress and damaged strain relief the reported event of full battery depletion was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted ((B)(4)) and downloaded ((B)(6)) for review. A review of the log files showed overlapping events spanning approximately 10 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2001 per timestamp). The log file captured a low voltage advisory alarm on (B)(6) 2023 at 24:52:58 due to the 14v batteries falling below the low voltage threshold. The 14v batteries were connected to the controller for approximately 16 hours before the low voltage advisory alarm activated. After continued use, a low voltage hazard alarm activated on (B)(6) 2023 at 02:48:00. A no external power alarm then activated on (B)(6) 2023 at 03:02:15 due to the 14v batteries becoming depleted, resulting in the system controller backup battery supporting the system during the loss of external power. Following the loss of external power, the pump stopped, and the system controller powered off on (B)(6) 2023 at approximately 04:52:25, indicating that the backup battery had also become fully depleted. Upon powering on the system controller, a controller clock not set alarm activated due to the controller clock being reset to the default timestamp of (B)(6) 2001. The pump was restarted on the timestamp of (B)(6) 2001 at 01:00:06 without any issues. Due to the system controller powering off, the exact duration of the pump stop could not be determined from this log file. The driveline was disconnected from the controller on the timestamp of (B)(6) 2001 at 01:00:58. There were no other notable alarms active in the log file. The returned system controller was connected to a mock loop, test power module and test system monitor. The controller was able to operate the mock loop for an extended duration without any issue or alarms activating. Additional information provided on (B)(6) 2023 stated that the driveline was not disconnected when the patient was found dead, the death was considered device related, and that the device operated as intended until the batteries were found depleted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.